Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: left fallopian tube"), pelvic infection ("infection (other); pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 29-year-old female patient who had essure (batch no. A36516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal swelling, frequency urinary, abdominal pain, back pain, bruising, constipation, diarrhea, dizziness, pallor, shortness of breath, nasal mucosal swelling, ovarian cyst, menses irregular, bipolar disorder and augmentation mammoplasty. On (B)(6) 2016 pathology test was done having result uterus bilateral fallopian tubes: uterus and cervix without diagnostic abnormalities. Fallopian tubes with focal epithelial attenuation (history of essure wires). Concurrent conditions included vaginal odor, vaginal itching, bloating, dysuria and ovarian cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, olanzapine, piroxicam (paxil) and promethazine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type; uti"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and congenital anomaly), abdominal pain lower ("lower abdomen pain") and fatigue ("fatigue"). The patient was treated with surgery (B)(6) 2016, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, bacterial vaginosis, nausea, urinary tract infection and fatigue had resolved, the device dislocation, dysmenorrhoea, headache, vaginal discharge and abdominal pain lower outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic infection, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she need additional surgery. 6 coils protruding into uterine cavity on right side coils protruding into uterine cavity on left side 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: fallopian tubes with focal epithelial attenuation. Pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, pelvic pain, dyspareunia, bacterial vaginosis, lower abdomen pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records received: lot number was added. Device expiration date added. Essure insertion date was updated. Medical history were added. Concomitant drugs were added. Lab test date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: left fallopian tube"), pelvic infection ("infection (other); pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 29-year-old female patient who had essure (batch no. A36516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal swelling, frequency urinary, abdominal pain, back pain, bruising, constipation, diarrhea, dizziness, pallor, shortness of breath, nasal mucosal swelling, ovarian cyst, menses irregular, bipolar disorder and augmentation mammoplasty. On (B)(6) 2016 pathology test was done having result uterus bilateral fallopian tubes: uterus and cervix without diagnostic abnormalities. Fallopian tubes with focal epithelial attenuation (history of essure wires). Concurrent conditions included vaginal odor, vaginal itching, bloating, dysuria and ovarian cyst. Concomitant products included butalbital;caffeine;paracetamol (fioricet), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, olanzapine, piroxicam (paxil) and promethazine. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In september 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In october 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type; uti"), 3 years 1 month after insertion of essure. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and congenital anomaly), abdominal pain lower ("lower abdomen pain") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, bacterial vaginosis, nausea, urinary tract infection and fatigue had resolved, the device dislocation, dysmenorrhoea, headache, vaginal discharge and abdominal pain lower outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic infection, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she need additional surgery. 6 coils protruding into uterine cavity on right side coils protruding into uterine cavity on left side 4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: fallopian tubes with focal epithelial attenuation. Pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, pelvic pain, dyspareunia, bacterial vaginosis, lower abdomen pain,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: left fallopian tube"), pelvic infection ("infection (other); pelvic") and dysmenorrhoea ("dysmenorrhea (cramping)") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal odor, vaginal itching, bloating, dysuria and ovarian cyst. Concomitant products included axotal (fioricet). In 2013, the patient had essure inserted. In 2014, the patient experienced bacterial vaginosis ("infection (bladder/urinary tract/vaginal) type: bacterial vaginosis"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal) type; uti"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and congenital anomaly), abdominal pain lower ("lower abdomen pain") and fatigue ("fatigue"). The patient was treated with surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy), surgery ((B)(6) 2016, hysterectomy with bilateral salpingectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic infection, bacterial vaginosis, nausea, urinary tract infection and fatigue had resolved, the device dislocation, dysmenorrhoea, headache, vaginal discharge and abdominal pain lower outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, bacterial vaginosis, device dislocation, dysmenorrhoea, fatigue, headache, migraine, nausea, pelvic infection, pelvic pain, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she need additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: total bilateral occlusion pathology test - on (B)(6) 2017: fallopian tubes with focal epithelial attenuation on (B)(6) 2016 pathology test was done having result uterus bilateral fallopian tubes: uterus and cervix without diagnostic abnormalities . Fallopian tubes with focal epithelial attenuation (history of essure wires). ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; vaginal discharge, pelvic pain, dyspareunia, bacterial vaginosis, lower abdomen pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received event " bacterial vaginosis, uti,infection (other) describe: pelvic, migraines / headaches, migration of essure device location of device: left fallopian tube,nausea, dysmenorrhea (cramping), pain, vaginal discharge, fatigue" were added. Reporter, patient and product information added. Outcome of event" pain, fatigue, nausea and infections were updated as recovered and for migraines its not recovered. Concomitant condition and drug added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.